Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: voiding dysfunction. End date : blank => 05 mar 2025. Outcome : not recovered/not resolved => recovered/resolved without sequelae.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: name of index surgical procedure? - sling operation stress incontinence (tvt mesh sling) the diagnosis and indication for the index surgical procedure? - sui (stress urinary incontinence, female) were any concomitant procedures performed? - rectocele repair and perineorrhaphy, cystoscopy what symptoms did the patient experience following the index surgical procedure? Onset date? - after self-discontinuing foley catheter at home, patient was only voiding tiny amounts, even though her bladder was full. Urinary retention and voiding dysfunction persisted through 3/3 onset date - 2/20/2025 other relevant patient history/concomitant medications? - rectocele - manual vacuum aspiration - dilation and curettage of uterus date of sling lysis? - (B)(6) 2025 results/findings of sling lysis? - sling lysis - sling encountered without difficulty and transected in midline. Urethra without injury. Patient voided in pacu after lysis (and has continued to void well thereafter). ¿ per dr. What is the physician¿s opinion as to the etiology of or contributing factors to this event? - etiology - though sling was placed in a tension-free manner, it was a little too tight for her. Because of obstruction from sling, we cut it and now she is voiding better. Sides of sling/mesh material otherwise left in place. ¿ per dr. What is the patient's current status? - currently doing well! Has a postop visit in near future and we will reassess but I called her several days after sling lysis and she was voiding well at home. ¿ per dr.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Date of sling lysis? Results/findings of sling lysis? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2025 and mesh was implanted. On (B)(6) 2025, severe voiding dysfunction was noted. A foley catheter was placed and the patient underwent sling lysis on an unknown date. The event was reported as possibly related to the study device and study procedure. Outcome: not recovered/not resolved. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information received: adverse event term: recurrent stress urinary incontinence start date: (B)(6) 2025 end date: (B)(6) 2025 severity: moderate is the adverse event serious? No death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: probable if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a relationship to primary study procedure: probable if the event is marked as being related to the procedure, indicate which procedure the event is related to: repeat/retreatment if procedure related and repeat/retreatment is selected, specify date: (B)(6) 2025 intervention/treatment: none: no drug therapy: no surgical procedure, therapy, or intervention: yes specify: future bulkamid treatment non-surgical procedure, therapy, or intervention: no specify: blank blood transfusion: no other: no if other specify: blank outcome: recovered/resolved without sequelae did this event result in the patient¿s discontinuation of the study? No